Manufacturer narrative:
The device was returned to the MFR for eval and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.

Event description:
The pt was implanted with a vented electric left ventricular assist device (lvad) and during a clinic visit at the hospital, the vad coordinator reported that while switching power sources from the power base unit (pbu) to battery support, the pt experienced a red battery alarm, continuous audible alarm, red heart alarm and the pump reportedly stopped. When the vad coordinator re-connected the pt back to the pbu, there was a rate control fault alarm and the pump speed was at 50 bpm and after about ten seconds, the reported alarms cleared. The pt was switched to a back-up system controller due to the rate control fault alarm and remains on lvad support with no further issues reported.